Event description:
It was reported that the patient had two instances of inappropriate shocks due to t-wave oversensing via reduced intrinsic amplitudes. The smartpass feature had programmed itself off due to the low intrinsic amplitudes. Technical services advised of testing options. The doctor will bring the patient in for an office evaluation. There were no additional adverse patient effects. The system remains implanted.